Manufacturer narrative:
This complaint was investigated. Adc has identified a software defect for the freestyle librelink application for ios, version 2.10.0, in which the application upgrade was unsuccessful. This resulted in a period where users may not have received glucose results or may not have been alerted to low or high glucose alarms. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. This issue was addressed in the field by adc fa1029-2023. The device model number populated in section d4 is for the freestyle librelink ios application, on market in the UK. This is same/similar to us freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections b-5, d1, d2a, d4 - model #, d4 - lot #, d4 - serial #, d4 - unique identifier (UDI) #, g4 - PMA/510(k) #, h2 - if follow-up, what type?, h3 - device evaluated by mfg?, h4 - device mfg date, h5, h6, h7 - if remedial action initiated, h8, h9, and h10 were incorrectly documented in the previous initial MDR report. These sections have been updated.

Event description:
An alarm issue was reported with the adc application version 2.10.0, in use with iphone 14, 16.5.1 with ios operating system version. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer received third-party medical treatment however, details of the treatment were not provided as no further information was reported. There was no report of death or permanent impairment associated with this event. Adc has identified that following the release of the freestyle librelink (fsll) application for ios, v2.10.0, on 12-jul-2023 (11 a.m.) In the united kingdom (UK), some users have experienced a situation where the application upgrade is unsuccessful, and as a result, they receive a white screen in the application user interface (ui). This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application, v2.8.1, was no longer available to users on the apple app store. This issue was addressed in the field by adc fa1029-2023 and was resolved in the field by the release of updated fsll ios application, made available in the apple app store in the UK on 17-jul-2023. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 14 with ios operating system version 16.5.1. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer required unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.